Event description:
It was further reported that during the patient's last postoperative check on (B)(6), 2011 the patient's condition was normal.

Event description:
It was reported that the following the implant of the monarc sling the patient experienced multiple bladder, urinary tract and kidney infections, urine retention, abdominal and back pain, inability to "have relations," revision surgery, two years of "increased complications," and had an emergency catheterization. There is an additional revision surgery pending for removal of the sling. There was no further patient complications reported as a result of this event.

Manufacturer narrative:
Implant date: (B)(6) 2012.

Manufacturer narrative:
Updated date of birth, describe event or problem, and if implanted, give date.